Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one shock for the patient's ventricular tachycardia (vt) which induced atrial fibrillation (af). The atrial fibrillation (af) broke and the rest of the shocks were appropriate for the patients ventricular tachycardia (vt). This device remains in service. No additional adverse patient effects were reported.